Event description:
It was reported that the arctic sun device had an error message 113 (reduced water temperature control). Per follow up information received via email on 13may2024, device would be sent to the partner depot. It was still at the customer¿s side, so no further details can be confirmed. The patient was not involved, there was no reported incident.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had an error message 113 (reduced water temperature control). Per follow up information received via email on 13may2024, the patient was not involved, there was no reported incident.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed mixing pump. Malfunction of the mixing pump. Replaced mixing pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.